Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
Upon return to boston scientific's post market quality assurance laboratory, a review of device memory revealed the device declared its end of life indicator (eol) after experiencing a charge time greater than the extended mid-life eol 30-second charge time limit. Additional lab analysis and testing showed eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. Analysis confirmed that all therapies were available.

Event description:
The device subsequently was explanted two weeks later with no report of adverse patient effects.

Event description:
Boston scientific received information that this device was associated with a remote monitoring alert after the device displayed an end of life (eol) battery status. Device interrogation showed eol was associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. This device is not included in the mid-life display of replacement indicators advisory population communicated (B)(6)2007. There were no adverse patient effects reported, and the device remains implanted and in service.